Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump tubing was inserted the opposite way. This occurred during infusion of vancomycin and saline. It was stated that the tubing was inserted into the pump the opposite way which led to blood flowing from the PICC line up to the drip chamber. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: the device was not returned; a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.